Event description:
Additional information received from the healthcare professional (hcp) indicated that the cause of the event was unknown. Impedances were unable to be measured due to the patient's implantable neurostimulator (ins) battery being dead. The ins system was explanted and upgraded to a new ins system. The patient outcome was reported as no injury. If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that patient lost stimulation on 01/08/ 2012. The reporter stated there is no known accident or incident related to this complaint. Later the same day, the patient began feeling stimulation again, but only on the left side of her body. The stimulation is supposed to cover both sides of the body. All programs were tried, but therapy could not be fully restored. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3778-60, lot # v611800028. Lead: model 3778-60 lot # v611800029. Programmer: model 37743, serial # (B)(4). Recharger: model 37752, serial # (B)(4).

Manufacturer narrative:
Lead model 3778-60 lot # v611800028 implanted: (B)(6) 2011 explanted: na; lead model 3778-60 lot # v611800029 implanted: (B)(6) 2011 explanted: (B)(6) 2012.